Manufacturer narrative:
Weight: unk. Ethnicity: unk.. Race: unk. Date rec¿d by MFR: this product is not marketed in the u.s.. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -11.50/+2.00/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim# (B)(4).